Event description:
The customer reported approximately 1 ml of fluid leaked inside the coulter lh 780 hematology analyzer during startup. The leak was contained within the instrument. The customer also reported the analyzer generated vacuum errors. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer technical support specialist (cts) assisted the customer in locating the split tubing through valve (vl46a) to vacuum chamber (vc12). The customer replaced the tubing, resolving the leak. The customer adjusted the low vacuum regulator, resolving the vacuum errors. The instrument was returned to normal operation. (B)(4).